Event description:
Note: this report pertains to the one of two device complaints that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2009-04327 for the associated device information. It was reported to boston scientific corporation on (B)(6), 2009, that two c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter devices were used during an esophageal balloon dilatation procedure. According to the complainant, during the procedure, when the nurse inflated the balloons to the maximum setting 12mm, the cre balloons both burst. The procedure was completed with another cre balloon of a different size. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be no harm done.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).